Manufacturer narrative:
The device was manufactured january 15, 2018 - january 16, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume (lv5) folfusor underinfused. The device was filled with fluorouracil 3500 mg in 230 ml 0.9% nacl solution. The reporter stated that the device was attached to the patient on tuesday at the hospital, and when the patient returned six days later the device was noted to be half full. There was no patient injury or medical intervention associated with this event. No additional information is available.